Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was missing.the following information was provided by the initial reporter: "no extension tube, only hub, clamp in the package"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 03-aug-2022. Investigation summary : one 20051e sample from lot 21106161 was received in opened packaging for investigation. The feedback provided by the customer indicates only the needle free access site and the slide clamp components were received, with the rest of the extension tubing missing. A visual inspection of the returned sample confirms the customers experience as only the smartsite component, slide clamp and approximately 5cm of tubing were received. The tubing appear to be cut, and at the location of the cut the tubing was discoloured. A closer inspection of the packaging revealed a gap in the seal of the packaging. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations into complaints of this nature have identified that this type of damage is consistent with that caused when the tubing is caught in the heat seal of the packaging machine. If the set is not coiled in the packaging nest correctly, the seal around the edge of the packaging can be compromised by the tubing protruding out of the packaging. The tubing would then be caught in the packaging heat seal, causing the damaged appearance of the tubing. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21106161 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set tubing was missing. The following information was provided by the initial reporter: "no extension tube, only hub, clamp in the package"